Event description:
I am a test subject for silicone implants that was lost track of. My implants were implanted in 1998. I have had no issues until last few years. Many autoimmune issues. Have had 4 root canals fail (all done at separate times) in 5 weeks, had surgery in (B)(6) 2014 and had complications with shingles on one side and ramsey hunt on the other side (yes, bilateral shingles). Have had 9 months delayed healing. Sinus infections that won't go away, tired, and achy. And no, I find that both implants had ruptured and are outside the capsule.